Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced an arrhythmia detected in the ventricular tachycardia (vt) zone. Anti-tachycardia pacing (atp) was delivered. After the sixth burst, the rhythm was accelerated into the ventricular fibrillation (vf) zone. The device delivered an electric shock, which successfully converted the episode. No additional adverse patient effects were reported. At this time, this device remains in service.